Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. Unable to verify low reservoir alarm or excessive no delivery alarms due to the button/keypad anomaly. The unit was received with cracked reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer reported the buttons on the insulin pump were sticking. Customer's blood glucose was 113 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer initially called about no delivery alarm. The infusion set was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.